Manufacturer narrative:
The device will reportedly not be returned to (B)(6) for investigation. A lot history review could not be performed, as no batch number was reported. A supplemental report will be submitted if additional information is obtained. (B)(4).

Event description:
In a conversation with the reporter on (B)(6) 2010, the surgeon stated that about a year ago, the aortic cutter made a hole too big in the aorta, and there were no patient effects. The reporter stated that the surgeon made this comment after the reported complaint for medwatch report # 2242352-2010-02290. During their conversation, the reporter mentioned he would see whether these types of events have happened in the past. The surgeon commented on this event after the possibility of user error was raised during the conversation. The lot number, event date, how the procedure was completed, and details of the malfunction are unknown. It is unknown why the product is not returning.